Event description:
It was reported to philips that the allura system start-up was failed. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. A philips field service engineer (fse) inspected the system onsite and confirmed that the system couldn't be turned on normally. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting up. Analysis of system log file by fse showed ipc connection timeout error. Upon functional testing, fse found that the issue was due to ipc startup failure. Fse downloaded the ipc system and app. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.